Manufacturer narrative:
Additional information: date of occurrence and date of (implant) surgery estimated based on the event report. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Inflammation and uveitis are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does not suggest a problem with the device or the way it was used. Late inflammation/ uveitis can occur with any intraocular device, especially with preexisting history of inflammation (i.e. (B)(6)) or diabetes. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2020-00006 for the second eye.

Event description:
It was reported that following bilateral trabecular micro bypass stent procedures, the patient presented with inflammation in the anterior chambers (ou) approximately eleven (11) months postoperatively. Reportedly, the inflammation persisted despite treatment attempt with steroid drops. Per the surgeon¿s request, a glaucoma expert described different preexisting medical conditions prone to the occurrence of late inflammation including different treatment options. Through follow-up, the surgeon provided the following additional information. The patient underwent uneventful bilateral stent procedures. The surgeon believes that uveitis contributed to the reported persistent inflammation. The surgeon planned to perform a trabeculotomy. This report references the first eye.